Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient .product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: neu_unknown_lead, serial# (B)(4)implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
Additional information was received from the patient on 2017-05-01. The patient reported that the device was implanted in the chest and torn loose and hanging from the wire and had a revision done in 2010. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. Product ID : neu_unknown_lead , serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the device being torn loose and hanging by the wire was that the device broke loose from the fascia in their chest and flipped over in their chest, and it was kicking in onto their neck. No further complications were reported or anticipated.

Event description:
It was reported the patient had a revision done in (B)(6) 2011.